Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome could not conclusively be determined from this evaluation as the system controller was discarded. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The powering the system and patient care and management sections warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The section also warns not to use batteries to power the system when the patient is sleeping. The patient care and management section also includes a section on preparing for sleep, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Heartmate 3 patient handbook is also currently available. The patient handbook contains the same warnings and steps the patient should take when going to sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. The powering the system section details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased by family. It was reported that the patient's system controller was found underneath the patient, wedged in the couch cushion. It was reported that there was a possibility of external battery depletion, which could have lead to the need for the backup battery to run. It was thought that the alarm was muffled so the patient and family could not hear to respond to the alarm. It was unknown if the patient became unresponsive or if the battery was depleted while asleep. It was reported that no autopsy was performed. No further information was provided.